Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and reported intermittent audio output. Dexcom technical support requested that the patient's mother test the alert functionality. Patient's mother reported alerts did function. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and reported intermittent audio output on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of an intermittent audio output.